Event description:
Information was received indicating that medfusion 4000 pump displayed a primary audible alarm. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.